Event description:
It was reported that the homechoice (hc) was alarming too much with unspecific alarms. The event was reported during set up on the homechoice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A one hour therapy was successfully performed. An event history log review was performed and revealed the following alarms: system error (se) 2084, se 2270, se 2046, check lines and bags, check patient line, battery failed and low drain. Upon conclusion of the investigation, the cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.